Event description:
It was reported that the catheter had noisy signals and then the mapping system could not register it. As reported, the device was replaced with an OEM device. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, no relevant visible damage was detected. The catheter connector, connector-pins, shaft, and electrodes appeared to be intact. Functional inspection was performed via inline testing. Functional inspection was performed via inline testing. Given the reported event, per re-inspection documentation, the device was found to be eligible for rejection based on the following reject code: wave. As the complaint device passed all relevant electrical evaluations, the failure identified during re-inspection (wave) likely contributed to the customer's reported event of, "...the catheter had noisy signals and then the mapping system could not register it", as damage to the device's structural integrity may adversely impact its functional and electrical performance. Therefore, the inspection results determined that the complaint is confirmed for the reported failure mode. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to an electrical failure as a result of mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/ or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Standard electrical grounding precautions should be observed when using electrical recording or stimulation equipment. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. Diagnostic ep catheters are not recommended for long-term pacing. Do not insert or withdraw the catheter without straightening the catheter tip. Do not use a catheter if the small vent area at the connector end of the handpiece is clogged, as air may be forced into the catheter lumen and into the bloodstream. Personnel handling ep catheters should wear protective gloves. This device should only be used with equipment that complies with international safety standards. This device should not be used with magnetic resonance imaging (MRI) systems. Use fluoroscopic guidance during catheter positioning. Compatibility - ep catheters are connected to standard electronic recording equipment using appropriate cable connectors. Storage and handling - prior to use, store reprocessed ep catheters in a cool, dry, dark place. The reported event will continue to be monitored through post-market surveillance.